Manufacturer narrative:
Product event summary: the full lead was returned in segments and analyzed. Analysis indicated that the distal conductor of the lead developed a fracture due to flexing while in vivo. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was a sudden increase in right atrial (ra) lead impedance and thresholds. The impedance and threshold values were further noted to be high and the ra lead was not capturing. A fracture was also suspected on the lead. The ra lead was explanted and replaced. No patient complications have been reported as a result of this event.